Event description:
An ocd laboratory specialist reported a discordant vitros anti-hbs result ((B)(6) ) from a proficiency sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action is they were to occur undetected on patient samples. There was no report of affected patent sample results or patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a discordant positive vitros anti-hbs result was obtained from a known negative proficiency sample run on the vitros 5600 integrated system. There was no evidence to suggest that an instrument or reagent malfunction occurred. Expected results were obtained upon repeat testing of the same sample. The investigation was unable to determine a definitive root cause. However, pre-analytical sample mix-up cannot be ruled out as a potential contributing factor.